Event description:
It was reported that a cracked and shattered touchscreen occurred, making the pump illegible and unusable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump since the original was still under warranty. The customer was advised to contact their healthcare provider due to the lack of available backup insulin therapy.